Manufacturer narrative:
Findings: the unit was received with a broken cow catcher, and all contact pins were damaged.

Event description:
It was reported that the sensor broke inside of the transmitter while trying to remove it. The transmitter will not charge, and the bridge is broken. The customer's blood glucose was unknown. The customer will receive a replacement because of the damaged bridge. Nothing further reported.